Event description:
The customer reported the secondary of potassium back flowed into the primary bag. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The affected product has not been received. A follow up report will be submitted with investigation results should the product be received for eval.